Event description:
It was reported by repair work order that the bed functions were not operating due to a malfunctioning cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: customer is making repair.

Event description:
It was reported by repair work order that the bed functions were not operating due to a malfunctioning cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with model and serial number.